Manufacturer narrative:
The complaint is confirmed. A previous investigation found the supplier obtained two stryker core sagittal saws and measured to determine the maximum allowable blade thickness, and the stryker rasp hubs on test samples were modified accordingly. The supplier performed testing on the rasps with reduced hub thickness to verify that they would fit in the core power and still perform effectively in the tps power. All of the samples passed the testing and no instability was noticed. The drawings were updated for the rasps based on the results of the testing and were sent to depuy for approval on (B)(4) 2012, modification was approved on (B)(4) 2012. The samples were manufactured prior to the change. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The steptech stryker micro saw blade would not fit into the stryker core saw. Also opened nail saw blade, but also would not fit in any systems saw. This caused a surgical delay of 45 minutes.